Event description:
Gentleman to o.r. 11/11/97 for right hemicolectomy. Procedure goes well. Pt does not recover as expected. Returns to o.r. 11/19/97. Surgeon discovers that the stapler used in the 1st procedure "fired" but "failed to separate and divide between the row of staples" thus a new anastomosis was created. Pt tolerated procedure well, recovered nicely and was discharged to home on 11/26/97. When problem discovered we had already disposed of device thus device not available for evaluation.